Event description:
Patient's daughter contacted dexcom technical support on (B)(6) 2012 to report that patient had been hospitalized due to a hypoglycemic event during which she lost consciousness. Patient's son-in-law found her unconscious and called paramedics. Patient's bg was measured at 20 mg/dl while her cgm read "high". Once at the hospital, her cgm was calibrated and cgm readings were accurate again. Dexcom technical support will be investigating the receiver's data around the time of the event, once the patient sends the data. At the time of her original call to dexcom technical support and during follow-up calls, both patient's daughter and patient reported that patient was feeling better.